Event description:
Indication: other osteoporosis with current pathological fracture, unspecified site, initial encounter for fracture. Spontaneous, patient called today to schedule order for tymlos pen and stated that at least 14 of the pen needles she received were empty or broken off. No adverse events or missed doses reported. Unknown if md aware. Unknown if patient has defective pen needles on hand. No further information. Reference report #mw5151750, #mw5151751, #mw5151752, #mw5151753, #mw5151754, #mw5151755, #mw5151756, #mw5151757, #mw5151758, #mw5151759, #mw5151761, #mw5151762, #mw5151763. Reported to cvs/caremark by patient/caregiver.